Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 720 mg/dl. Customer delivered a bolus via the pump, went to the emergency room, and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Insulin drip was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. Customer suspected the infusion site was the cause because typically there is bleeding at the site when the cannula is removed but there was no bleeding during this event. Customer declined tandem technical support's offer to perform a system check.